Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient overfilled. She stated that her entire body was swollen and that she felt full. The patient also reported that her blood pressure was high (unknown value). The patient was admitted to the hospital on (B)(6) 2018 and discharged (B)(6) 2018. The diagnosis and treatment are unknown. It is unknown if the patient was in the hospital at the time of the event as she cannot recall the exact date of the alleged overfill. Attempts for further information were unsuccessful.

Event description:
...

Manufacturer narrative:
Plant investigation: the actual device was returned for analysis. The reported complaint symptom code (operation questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were indications of infestation on the top cover of the cycler. No other discrepancies encountered in the internal inspection of the cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s). A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between pd therapy on the liberty select cycler and the patient (pt) report of swelling, hypertension and feeling full. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Additionally, review of treatment data on the reported date of the alleged overfill did not document any iipv. It is unknown if the pt has any comorbidities or concomitant medications that caused or contributed to the adverse event. There is no report of a malfunction with the cycler and there is no information to confirm if the patient did experience an overfill. Based on the available information and known risk for an overfill event with the use of the liberty select cycler, a possible causal or contributory relationship between the pt¿s adverse event(s) and the liberty select cycler cannot be excluded.

Event description:
...